Event description:
Additional info received from the reporter on 03/04/2014: this is an update to (B)(6) previous report update made on the date of 12/9/2014 though the medwatcher site mw 5039788 . Implanted 2010. Some side effects were undiagnosed. Hsg test claimed both tubes were occluded but did not include the improper places of the essure devices reportedly on the date she received her images dec 5th 2014 side effects reported skin issues, severe pelvic pain, hernia sciatic nerve pain which affected leg, hair loss, gi issues. Reported beginning symptoms of these complications in 2013. Surgery was on (B)(6) 2015 from the complications due to essure. She had a lavh hysterectomy. (B)(6) passed away (B)(6) due to complications of a pulmonary embolism as a result from the hysterectomy she had from essure complications. Final outcome of adverse events related to complications due to essure, lead to death. (B)(4).

Event description:
(B)(4). Started to feel a dull stabby pain in my left hip. This was on and off for several months but continued to worsen. By (B)(6) 2013, I could barely walk. I now have constant extreme pain.